Event description:
The pt reportedly feel and hit her head. She was unconscious after the fall. The pt was reported hearing a humming noise since the fall. External equipment was exchanged; however, this did not resolve the issue. Additional device testing has been scheduled.